Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine review in june 2019, in situ measurements showed affected channels.

Event description:
During a routine review in june 2019, in situ measurements showed affected channels. There is no history of trauma and no redness or swelling was noted at the implant site. No change in hearing ability with the device was noticed by the parents. The user is being monitored closely. There has been no decision regarding explantation surgery done yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery has not been decided upon yet. Reportedly, no change in benefit from the device could be observed.